Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging the pump. Reportedly, the alarms continued to occur. Customer's blood glucose was 350 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.